Event description:
Per the clinic, the patient experienced redness on the skin around the implant site due to magnet friction and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on november 29, 2021.